Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise on the right atrial lead were noted resulting in oversensing an inappropriate mode switch. No intervention was performed. The patient was in stable condition.